Manufacturer narrative:
The serial number of the device is included in the synchromed ii missing propellant recall and physician communication dated 05/21/08.

Event description:
The hcp experienced problems with pump aspiration and refill. The pt experienced a loss of therapeutic effect. Initially, the catheter was replaced, without any success. Then the pump was explanted and replaced. Since the pump replacement, the pt status was reported as "good". There was no pt injury. The pump was used to deliver morphine and clonidine.